Manufacturer narrative:
The review of dhrs of lot number 2213329 did not highlight any pre-existing anomalies. This is the first and only complaint received on this lot number. A final report will be submitted after the investigation is completed.

Event description:
The complaint source reported that during a hip surgery an intraoperative periprosthetic fracture occurred that required osteosynthesis with cerclage wires. The outcome of the surgery was satisfactory: after one year no sign of dislocation/loosening/fracture. Fracture healed without any further complications in few months. Patient is without symptoms and walks without any aids. The implanted devices during the procedure are: h-max s standard fem.stem #13 (product code: 4250.20.130, lot: 2213329 - ster: (B)(4)). Fem. Modular head - l ø28mm (product code: 5010.09.283, lot: 2223627 - ster: (B)(4)) . Lock bipol.self-cent.head ø52 (product code: 5527.09.520, lot: 2118970 - ster: (B)(4)). The complaint was received by our clinical department as an sae reported as part of a clinical study. The event was assessed by the hospital's clinical study team and was considered not related to the medical device, but to the surgical procedure. The fracture was most likely related to the limited experience of the surgeon in training with uncemented stems in the elderly population. The event occurred in slovenia.